Event description:
The issue involves the phamedmgr.exe application used within the millenniumm pharmnet system. The issue occurs when the user enters a very small dose that results in the calculation of a volume that is smaller than 2 significant digits. Under certain conditions, the volume calculation may round incorrectly. Currently, volume calculations are supported down to 2 decimal places of precision. The behavior was observed to occur when an original does was updated and the resulting volume calculation extended beyond 2 decimal places. If the dose requires greater than 2 decimal points of precision, the volume displayed to the user is 0, but the application writes to the database the previous valid volume and the new strength of the ingredient. Thus the ratio of the ingredient's strength no longer matches the ingredient's volume. Cerner has not been made aware of any adverse patient care that resulted from this issue.